Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the call to troubleshoot the alarm. The technical service representative (tsr) asked the hp if they connected before or after the hc machine alarmed and the hp stated that they connected after the hc alarmed. The tsr also asked if the hp pressed go prior to connecting and the hp stated ¿yes.¿ the tsr instructed the hp to turn off the hc and then turn it back on which cleared the alarm. The tsr explained the alarm and the possible causes. The tsr told the hp to disconnect from the setup and start over with new supplies, but the hp was unable to setup the hc by themselves and were going to follow up with the nurse since they did not have manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.